Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning fine. Customer requested that insulin pump be replaced due to not being convinced that insulin pump was working properly. Customer was advised that insulin pump would be replaced along with tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window. The bolus wizard functioned properly per the bolus wizard sample in the user guide.